Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd q-syte luer access split septum had blockage issues. The following information was provided by the initial reporter: "the needle-free sealed infusion connector of the diaphragm was blocked...".